Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer alleged intraoperative equipment failure. Loan kit reamer first unravelled and then snapped inside patient's humerus. Several attempts had to be made to remove the reamer. Eventually came out without further harm to the patient.